Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 364 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer was assisted with the fixed prime process but the no delivery alarm occurred. The customer then tried to manually pull insulin out with a plunger but insulin did not exit the tubing. The caller stated that the customer will change the reservoir (using a different lot number) and will call back if the problem persists. No products were shipped or returned.